Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.